Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. Despite temporarily increasing the pump basal rate and taking manual injections, the customer's bg levels remained elevated. The customer was hospitalized with diabetic ketoacidosis (dka). Insulin and fluids were administered intravenously and the customer was also given antibiotics and anti-nausea medication. The customer was discharged from hospitalization on (B)(6) 2016. It was indicated that the customer would contact the healthcare provided regarding elevated bg levels.